Event description:
Patient was hospitalized for "possible withdrawal". The patient had a pump refill in 2005 and within 24 hours began to experience rigidity and was hospitalized. Patient was receiving compounded dilaudid and bupivicaine through the pump. Patient was treated with fentanyl. Patient was also experiencing vomiting and diarrhea, although timing of these events is unknown. No discrepancies have been noted at refill between the actual and estimated residual volumes of the pump. A dye study was performed and verified that the catheter was in the intrathecal space. Thirteen days later, the patient also experienced mild yawning, diarrhea and nausea. The pump is being refilled every 17 days.